Event description:
It was reported that during a laparoscopic gastric bypass procedure, staples were malformed and the staple line opened up. Another like device was used, but thebleeding could not be controlled. Converted to an open procedure. Prolonged surgery by 180 minutes.